Event description:
The reporter stated that the tubing is coming apart from the stopcock while on patients. Their IV's have clotted off and new IV's had to be started. No patient injury or treatment associated with this event.